Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead, there was high threshold found from all pacing vectors but the left ventricle was not being captured. Phrenic nerve stimulation was also noted. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.